Event description:
In 2006, the lay patient's husband contacted lifescan alleging that the patient's one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke with the husband on october 10, 2006 to obtain/verify the following information: the patient was not able to obtain a meter reading for one month. The husband said the patient continued to take her oral diabetes medication and insulin; however, she did not know if the dosage should be increased or decreased since she could not obtain a meter reading. The husband did not know the names and dosages of the patient's diabetes medications. One week before, the patient felt dizzy and ill. She went to the ER. As a result of "more than 400" was obtained on the ER device. The patient was treated with insulin (type and dose unknown) and released to home. The husband said the patient had replaced the meter battery in the past. The customer care advocate (cca) confirmed that the battery was correctly installed. The cca walked the husband through pressing the "m" button and inserting a test strip into the test strip port. The meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a blood glucose reading on the lfs product and during this time she experienced symptoms and an elevated blood glucose reading was obtained in the ER. The patient was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.